Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they experienced high blood glucose level of over 600 mg/dl. Customer's parent stated that the customer felt that there were issues with the insulin pump and high blood glucose reading kept going high due to insulin not being delivered. Customer disconnected from the insulin pump and treated with manual injection. Customer's parent also reported that the ems was called but customer had the high blood glucose issue under control. No troubleshooting was performed due to insulin pump was not available. Customer's parent stated that they will call back for troubleshooting and insulin pump serial number. The insulin pump was not returned for analysis.